Event description:
Several attempts to interrogate the pulse generator were unsuccessful. Measured data taken on (B)(6) 2009, showed a remaining longevity of 0.5-1.5 years. The device was programmed aai, but the patient was intrinsic. The engineering test page showed that the device was not at elective replacement indicator and the ID byte was correct. As the pulse generator was not communicating and a download was not expected to help telemetry, it would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.